Event description:
During carotid endarterectomy, several metallic-looking chips were found in the operative wound. After inspection of all instruments, it was noted that the metallic coating was chipping off the suction tip. All chips were removed from the wound. Wound was also irrigated.